Event description:
Complainant alleged that the clinician was attempting to administer a 200 joule shock to a female pt (age unknown) who was in a code situation, but the device would not discharge until the device paddles were lifted from the pt. The complainant indicated that the clinicians also attempted a 360 joule discharge, but again the device would not discharge until the paddles were lifted from the pt's chest. In addition, the complainant indicated that although the device was not in sync mode, discharge was sometimes delayed. The complainant indicated that the clinicians immediately obtained another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. A second event, with a different pt, was reported with this device on medwatch number 1220908-1998-00897.